Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging an error 2 message issue with his onetouch ultra meter. The complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on (B)(6) 2012 at 6pm. It is not known what kind of diabetes medication(s), if any, the patient was taking, but indicated he took in less food/drink at the time the alleged issue began. Per the cca documentation, the patient experienced "loss of consciousness" after the alleged issue began and as a result, emergency medical services (ems) was notified for assistance. When the ems arrived, the patient stated his blood glucose was tested by an unknown blood glucose device with a result of "23 mg/dl" and received medical treatment; however he was unable to recall what kind of treatment he received. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the device, the correct test strips were used, and the alleged error 2 message did not occur when the power button was pressed. The patient did not have the products available; therefore, a blood retest was not performed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the alleged error 2 message and allegedly developed symptoms suggestive of a serious injury requiring health care professional (hcp) treatment after the alleged issue began.